Event description:
A physician reports explantation of the crystalens subsequent to a patient's complaint of night glare distortion. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.